Manufacturer narrative:
The information on common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert due to buttons not responding. Pump received with stripped battery cap(p)coin slot, cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot, missing end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
A customer reported via phone call indicating unable to open the battery cap on their insulin pump. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.